Event description:
Caller reported damage to the pump housing, specifically around the usb port, but indicated it did not impact the ability to charge the pump. The damage occurred when the customer attempted to plug in the pump and a piece popped off. Despite the issue, the screws still held the plastic piece in place. It was resolved, and technical support informed the caller that the damage was cosmetic only and did not affect the pump's functionality. Caller understood and acknowledged this information. There was no adverse impact on the customer's blood glucose level.